Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue. A new device was successfully implanted. Additional information indicated that the patient had pocket erosion and infection. No additional adverse patient effects were reported. This ra lead was being capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).